Event description:
It was reported that various patients underwent implantation of a tecnis toric intraocular lens (iol) and have experienced up to 10 degrees of rotation of the intraocular lens (iol) at the 1 month post-operative check up. It was stated that these lenses have all been repositioned in secondary procedures. The physician declined to provide any information concerning the iols or the patients. In order to capture what was reported to amo, this emdr was created to report secondary procedures to reposition the lenses. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4).